Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in the operating room for an infection. Upon device check device bvvi mode was observed due to reset in cf. No MRI scans or surgeries were reported. Device was restored to allow testing prior to surgery. Device was planned to be explanted. No further information available.